Event description:
During a preventive maintenance the co rep observed that the unit turned on when the power switch was in the off position and the support module was unplugged from the ac line. Also there was no audible alarm for low battery.